Manufacturer narrative:
An event regarding crack/fracture involving a x3 triathlon cs ins size4 16mm was reported. The event was confirmed. The material analysis report concluded that the insert fractured in fatigue, likely from edge loading. Dimensional and functional evaluations were not performed as the device is damaged. Device history review: indicated that all devices accepted into final stock met specification. Complaint history review: indicated that there have not been any other events for the specified lot. The reported event involves a patient who was in severe pain and unable to walk without a walker after a gyn procedure. A material analysis report indicates that the posterior condyle of the insert fractured in fatigue, most likely due to edge loading of this condyle by the femoral component. The exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, items such as operative notes, x-rays, and patient history are needed to determine the root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics.

Event description:
It was reported that the patient was doing fine went for a gyn procedure when she woke up she couldn't walk without a walker and was in severe pain.

Event description:
It was reported that the patient was doing fine went for a gyn procedure when she woke up she couldn't walk without a walker and was in severe pain.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.